Event description:
Wife called for husband to report that he went to the emergency room with his bg at 740. He was admitted and treated for hyperglycemia. She reported that in the ER, the pod was placed in a biohazard box for disposal. She subsequently was able to get the pod from the hospital for return and evaluation. She also reported that she was upset about the training he received as well. Felt they were not instructed well about sick days and hospital stays. No further information was provided.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation as of the report date. A follow-up report will be submitted if the product is subsequently received. Unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.